Manufacturer narrative:
The reporter¿s phone number was not provided. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event: it was reported from (B)(6) that during an orif (open reduction internal fixation) of the proximal humeral metaphysis fracture surgery, it was discovered that during the initial drilling, the radiolucent-drive device could not drill the bone smoothly and it finally stopped. It was reported that the device was being used together with the adaptor device. It was further reported that the surgeon reversely turned the device and re-drilled; however, the device failed again. When the surgeon checked the device, it had spun around by itself and was making some noise. The reporter indicated that because further checkups of the device did not correct the problem, the surgeon manually drilled and completed the surgery. As a result, there was a thirty-minute delay to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. It was reported that there was no adverse consequence to the patient. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device passed all inspection criteria and no failures were identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.